Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 20. March 2015. Expiry date: 01. March 2025. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a variable angle (va)-tcp distal radius plate was applied for distal radius fracture surgery on (B)(6) 2015. Screws used on the surgery were as follows: four (4) va locking screws (2.4mm) were inserted into the distal hole of the plate. A cortex screw (2.4mm) was inserted into the proximal oval-shaped hole of the plate. The reported locking screw (2.4mm: colored in green) was inserted into the proximal end hole of the plate. The surgeon permitted the patient to move the treated body part though the full range of motion without incident during the first week after the surgery. In the second week after surgery, it was detected that the reported locking screw at the proximal hole was broken and it was no longer fixated to the plate. A revision surgery was planned on (B)(6) 2015 to remove the plate and screw and to replace the implant to new one. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: plate 04.111.520s was received with scratches and discoloration spots on the surface. The plate threads are slight used. Overall condition of plate can be described as used but in a working condition. For the screw 412.816s the head was only sent back. Unfortunately the shaft was not returned to our location. The recess and head thread do show some marks of slight use and the shaft is broken right beneath the head thread section. The fracture surface looks homogeneous. Screw 401.766 with lot 9241412 was returned and does show only slight marks of use and was determined as intact. Four unknown screws were returned as well. They do show slight marks of use on the recess, shaft thread. The head thread of all screws does show wear marks. It is likely that the screw 412.816s breakage occurred during an overloading situation. Too much force was applied. Body movement in second week after the surgery like reported to us could have played a certain role. The root cause of this breakage could not be defined exactly. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.